Manufacturer narrative:
A maude event report (#mw5035877) was received. The device history record review confirms that the device met all material, assembly and performance specifications.

Event description:
It was reported that the physician placed a carotid stent. The physician then attempted to use the retriever, when attempting to withdraw the retriever it became stuck on the carotid stent. The physician was unable to withdraw the retriever, so he torqued the device to detach it in the patient. It was not retrieved and remains inside the patient. No consequences were reported to the patient.

Event description:
It was reported that the physician placed a carotid stent. The physician then attempted to use the retriever, when attempting to withdraw the retriever, it became stuck on the carotid stent. The physician was unable to withdraw the retriever, so he torqued the device to detach it in the patient. It was not retrieved and remains inside the patient. No consequences were reported to the patient.

Manufacturer narrative:
As the device was not returned for analysis, a definitive root cause cannot be assigned. Since the reported event occurred during the procedure, it appears that procedural factors limited the device performance. Therefore, operational context is the most likely cause of the reported event. Product was left inside of patient.